Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. One device was received for evaluation. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to latch lock sensor. As a result, the latch lock sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette not latched error. There was no patient involvement.